Event description:
Boston scientific received info that during the implant procedure, this right atrial (ra) lead pulled back to the point that it was stimulating the pocket. The physician attempted to reposition the lead; however, the lead became dislodged again after the pocket was closed. The physician indicated that due to the pt's anatomy, the ra lead would not stay in place. The lead was removed and the atrial port was plugged. The pt will be monitored and the physician will reassess if hate atrial lead is needed. No adverse pt effects were reported. At this time, this lead has not been returned. If add'l info is received, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.